Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No unexpected sensor updating messages or change sensor alerts noted during testing.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No unexpected sensor updating messages or change sensor alerts noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was unknown. The customer states that the audio volume would always be loud even when it is set to level 1. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device did not pass troubleshooting. The device will be returned for analysis.